Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's downstream occlusion seal is ripped and bubbled. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn(dso) downstream occlusion seal and buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged to seal. The downstream/upstream occlusion seal and latch lock mechanism and flex sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.